Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in tubing) during fill cycle two. The patient was connected at the time of the alarm. The care giver (cg) observed a leak. The technical service representative (tsr) had the cg start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a leak is a known cause of air being introduced into the set up. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed.  Should additional relevant information become available, a follow-up report will be submitted.